Manufacturer narrative:
One used. List #011-12584-05, transpac¿ IV monitoring kit, disposable transducer, 3 ml squeeze flush, macrodrip; lot #4935741 was returned for evaluation. The reported complaint of tubing detached was confirmed on the returned set. An image was provided by the customer showing the area of the defect. During visual inspection, the 12" pressure tubing was found separated from the winged male luer. The pressure tubing was found tacky at the bond site. The separation of the bond was due to the pressure tubing being tacky. The probable cause of the pressure tubing being tacky is due to the tubing not being fully cured during assembly process. A representative bond was pulled and the tubing broke near the luer within the specifications. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a transpac IV monitoring kit that was reported that the tubing detached from the kit. There was no report of adverse event.